Manufacturer narrative:
We reviewed the product samples, the rigidity and toughness of the needle materials, and the production batch records and found no abnormalities. Based on the above investigation results, we simulated the analysis after use and found that the issues were due to improper use by medical personnel who frequently used the product during the epidemic.

Event description:
Needle bends when inserting into the safety device.